Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire selection, incorrect anatomy. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, lack of guide catheter support, interaction between associated devices or not using the bare wire filter delivery wire. In this case, the filter remained in the vessel due to not using the bare wire. It should be noted that the instruction for use (IFU) warns: only use the barewire filter delivery wire. Use of any guide wire other than the barewire filter delivery wire will lead to the loss of the filtration element or an inability to retrieve the filtration element. In this instance, the loss of the filtration element appears to be a direct result of the IFU violation. Additionally, it was reported that the emboshield nav6 was being used in the popliteal artery. It should be noted that the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use caused or contributed to the reported event. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part number was not reported. Overall, the reported difficulties appear to be related to use error. There is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the popliteal artery, the emboshield nav 6 embolic protection device (epd) was deployed over a grand slam guide wire instead of a bare wire. During attempted filter removal, the guide wire was removed but the epd remained in the vessel. A gooseneck snare was used to remove the epd from the anatomy. There was no adverse patient sequela. Though requested no additional information was provided.